Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 632mg/dl and diabetic ketoacidosis. The customer treated with insulin. Customer indicated that they are currently in the hospital due to infusion sets not sticking to their body. Troubleshooting was performed and found that the customer does not have a battery cap for their pump. Customer was advised that a new battery cap will be sent to them. No further assistance necessary. And no further details were given.